Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward, was not visible in the viewing window and when the pod was removed the cannula was not visible. It was reported that the patient's blood glucose level was 180 mg/dl. The pod was worn less than an hour. There is no information available regarding treatment.

Manufacturer narrative:
The pod arrived not deployed. The pod delivered 47 first prime pulses, deactivating before the start of second prime. No damages were observed. No problems were found regarding the reported needle mechanism complaint.